Event description:
It was reported that high, out of range pacing lead impedance and loss of sensing were observed. The lead was explanted and replaced. Patient condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A fracture of the sensing coil was found at 6.7cm from the connector pin, consistent with fatigue. This fracture is consistent with the observation from the field of high pacing lead impedance and loss of sensing.